Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced severe recharge burden and had the charge the ipg multiple times a day. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
This was mistakenly sent as a reportable event initially. The ipg was electively replaced as the ipg lasted 24 hours between charges and functioned as intended.

Event description:
Additional information received stated that the ipg lasted 24 hours between charges, therefore the ipg functioned as intended and this was an elective replacement.